Event description:
It was reported that during a ptca/stent procedure in the distal rca, difficulty was experienced advancing the stent delivery system (sds) to the lesion and the balloon would not inflate. Negative pressure was applied and an attempt was made to withdraw the (sds) from the anatomy. The sds could not be removed into the guiding catheter, force was applied, and the catheter shaft fractured and separated. A snare device was used to retrieve the distal segment of the catheter. The pt was sent to surgery for repair of the femoral access site and is reported to be doing well as of the date of this report.